Manufacturer narrative:
Exact date unknown, event date occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 16647090.

Event description:
It was reported that the patient was having problems with device . The patient underwent an explant procedure wherein all devices were removed and were not returned.